Event description:
The customer reported that a pt death occurred and were requesting verification of product performance.

Manufacturer narrative:
The customer reported that a pt death occurred and were requesting verification of product performance. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.